Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon device interrogation, the device exhibited premature battery depletion. The device was explanted. The patient was fine after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed in the laboratory. Analysis of the device found that the elective replacement indicator (eri) flag was falsely triggered due to transient low battery voltage, consistent with higher pacing demand. The device battery voltage was normal and above eri throughout the entire implant duration. Electrical test results indicated that the device battery voltage has reached eri level post explant due to normal usage and laboratory testing. Analysis was normal. No anomalies were found.